Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the generator interface, and the fluoro functions printed circuit boards, and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message. No pt injury was reported.